Event description:
It was reported that the patient had loss of therapeutic effect when stimulation was turned on. The patient stated that the implantable neurostimulator (ins) was "changing itself without use of the programmer." It was also noted that the patient received an elective replacement indicator (eri) message over the last 2-3 weeks. The manufacturing representative confirmed the device had reached eri and it was normal battery depletion. Impedance measurements were performed and all were within normal range. The manufacturer representative reported that the patient stated he turned the stimulation "off" and it turned back "on" by itself on a few occasions after the eri message occurred. He also stated the stimulation had changed and was now in both legs versus one leg. The patient was receiving "satisfactory" stimulation and a replacement surgery was planned but the date of that was unknown at the time of this report. The outcome of the patient was reported as no injury and hospitalization was not required.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).